Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found kinked and broken wires on the web implant and the pusher broken at the hypotube to connector junction, which is consistent with the condition described in the reported event and as observed in the customer provided images. The broken condition of the pusher is consistent with the device experiencing force that exceeded the device's tensile strength, resulting in the pusher breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that after the patient's heparinization, the access through the femoral artery was established, and the web system was removed from the package. Found that there were creases at the connection between the connector of pusher and the pusher. Slowly pushed out check in heparin saline, web was opened normally. When the web was about to be delivered to the head end of the microcatheter in the aneurysm cavity after the y-valve had been drained, found that the angled end of the pusher affected the operation, so the web device was returned to a relatively safe position in the middle of the microcatheter. Insert the connector of pusher and pusher into the web hoop to cover the connection point completely, gently corrected the angle of the connector of pusher and the pusher, and tried to release the web again, and found that the connection point of the connector of pusher and the pusher was loosened, and the connector of pusher broken up when pushed forward / the connection between the pusher and the release pusher was broken, and the web was removed. Replaced with another web device and performed aneurysm embolization with stent assistance. The patient was reported to be fine.